Event description:
It was reported that there were two different issues. 1st. New trach tubes intermittently required additional water and massaging before use. 2nd. New trach tubes were found "defective" in that water did not enter the line to the cuff from the balloon. Each fault has caused a delay in resuscitation during a critical change in which CPR was required.

Manufacturer narrative:
Date of event, d4: catalog number, UDI section, lot number, expiration date, g5: 510k, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
Evaluation codes: updated device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. No lot number was provided therefore no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.